Manufacturer narrative:
Manufacturer's investigation conclusion: the reported controller clock corrupt alarms and pump stoppages were confirmed via analysis of the submitted log files. The reported damage to the heartmate 3 system controller (serial number (B)(6)) was confirmed via analysis of the returned controller. Visual inspection of the returned heartmate 3 system controller (serial number (B)(6)) revealed significant damage to the user interface (ui) panel. There was a section of the user interface (ui) printed circuit board (pcb) exposed with visually damaged components and board traces. As a result of the damage, some of the leds were not functional. The speakers¿ ports were blocked by foreign debris. As a result of the damaged user interface (ui) panel the system controller was not able to pass a self-test, and the alarms were not able to be silenced. Further evaluation did not reveal any internal component damage. The user interface (ui) panel was replaced with a known working component, and the system controller passed all testing. A review of the controller event log file revealed controller clock corrupt alarms were captured throughout the majority of the log. The beginning of the log file captures a low voltage advisory alarm associated with depleted 14v batteries. The system continued to operate, and the low voltage advisory alarm progressed to a low voltage hazard alarm, and the system controller activated a power save mode. The 14v batteries fully depleted and a no external power alarm activated. The 11v backup battery supported the system as intended and ultimately depleted causing the pump to stop. It is unknown how long the pump was stopped due to the loss of power. The system controller was connected to a power module; the power was restored and the pump resumed operation. The time when the power was restored was unable to be determined, as the controller¿s clock remained unset. The system continued to operate at the desired set speed and there were some intermittent low flow alarms associated with flow values below 2.5 lpm. In addition, the log file captured two controller resets. The investigation was unable to determine if the controller¿s resets were associated with the damage observed to the controller. Based on the last entries, the controller¿s clock was synchronized at 12:25 on 21nov2025 and the driveline was disconnected at 13:06. The system controller event log file from after the system controller exchange (serial number (B)(6)) captured the controller exchange and the pump ramping up to the set speed without any issue. There were no notable events captured, and the controller used after the exchange appeared to support the system as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported no external power alarm was due to battery depletion. The specific root cause of the damage to the controller could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve controller clock corrupt, driveline disconnect, and no external power alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. Section 2 also explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Section 3 of the IFU, entitled powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. Section 10 of the IFU, entitled ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived to the emergency department (ed) with low flow and no external power from battery depletion. The patient had no backup equipment with them, and upon examination the patient had ripped the driveline suture out. Their system controller was damaged at the screen and had a hole in the case. The controller and batteries were exchanged. The cause of the low flow alarms was identified as high mean arterial pressure (map), low volume, and right ventricular (rv) failure. The low flows remained, and the patient was readmitted to the hospital. They are currently inpatient being titrated with medications for high maps. Their low flow alarm threshold was decreased to 2.0lpm on both system controllers. Log fiels were submitted which captured a controller clock corrupt, meaning the controller may have lost all power causing the clock to reset. The patient in this case may have experienced a pump stop event. The event log captured another loss of all power event that caused a pump multiple alarms including left ventricular assist device (lvad) off event. The event log also captured intermittent low flow alarms as well as multiple brief low flow events throughout the log. There were no unusual rotor faults, or any other abnormal pump faults seen in the event log. There did not appear to be any type of external equipment issues causing these events. Another set of log files were submitted the following day after the controllers were reprogrammed. The event log contained data as a newly programmed controller connected on 05dec2025 at 09:33. After the programming, the log files captured routine events, there were no notable alarm conditions or parameter changes seen in the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.